Manufacturer narrative:
Approximate age of device ¿ 6 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for possible pump thrombosis due to a plasma free hemoglobin of 33 g/dl, a haptoglobin of less than 20 mg/dl, and lactate dehydrogenase levels that elevated from 578 u/l to 758 u/l. Upon admission, symptoms of slurring of voice and right upper extremity weakness were noted. There were no changes in the pump powers or estimated pump flow values. CT scan results showed an acute ischemic infarction on the left basal ganglia without evidence of hemorrhagic transformation, and partially occlusive intravascular thrombus of the left middle cerebral artery (mca) distal m1 segment to the mca genu with maintained distal flow. The patient had a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(6). The report of suspected pump thrombosis and hemolysis was confirmed based on the evaluation of the returned pump; however, a correlation between the evaluation findings of the pump and the reported intravascular thrombus of the left middle cerebral artery and ischemic stroke could not be conclusively determined. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball. The thrombus lacked denaturing and lamination, and was not adhered to the bearing ball or stator blades. Additionally, there was no evidence of contact marks on the outlet portion of the rotor or the outlet bearing cup. The lack of laminated layering indicated that the thrombus did not initially form in the outlet stator; however, its origin and a duration of time for which it was present in the pump could not be determined. Although a specific cause for the observed thrombus could not be conclusively determined through this evaluation, it was occluding a portion of the blood flow path through the outlet stator and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. Device thrombosis, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: he was also found to have possible device thrombus. Despite aggressive medical therapy for device thrombus, his power spike and elevated ldh had been persistent. There was also a concern about his recent stroke, which was negative for hemorrhagic conversion in follow up head cts. He was discussed in our multidisciplinary committee and the committee decided to take him to the or for exchange when was about 3 weeks out from his stroke. Information also included: patient outcome: exchange. Thrombus signs or symptoms: hemolysis, abnormal pump parameters, stroke. Intravenous anticoagulation: yes. Thrombus event confirmed: no. Device malfunction: no. Patient outcome: exchange. Device malfunction causative factor: no cause identified.